Manufacturer narrative:
(B)(4). Device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter was paired with a test pump which was programmed according to settings provided by the customer. Two ezbg and two ezcarb boluses were programmed per parameters provided by the patient and were calculated correctly. The meter was downloaded and showed seven bg records between (B)(6) 2011 and (B)(6) 2011; one bg record was recorded with date (B)(6) 2022. The download showed no bolus information. The complaint was unable to be confirmed or duplicated during testing.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
There is no patient impact associated with this complaint. A family member described an issue with programming a bolus on the meter remote (mr) of the one touch glucose monitoring system. She reported that the mr indicated an incorrect bolus calculation when she programmed an ezcarb or ez bg bolus on the mr. The family member further stated that when she programmed the same bolus directly in the pump, the pump indicated the correct amount of bolus to be delivered. She verified with customer support that pairing of the devices is active. She said that the pump is correctly programmed for the advanced bolus features. The family member provided the following example: she programmed an ezbg bolus when the patient's blood glucose (bg) was 220mg/dl and the mr recommended 7.10 units whereas based on the pump programming the amount should have been 1.5 units. She verified that no carbohydrates were programmed at this time. This complaint is being reported because of the allegation that the meter remote does not provide accurate bolus calculations.